Event description:
It was reported by the affiliate that during a colon procedure, the device would not staple but cut. The procedure was completed with a laparotomy technique, another instrument was used. The intervention and hospitalization time were extended. Additional info was requested regarding the event, but the info was not available.

Manufacturer narrative:
Date sent: 6/18/2009. Info anticipated, but unavailable at this time.